Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempt to treat a lesion using complete se device; physician noted that the stent was partially deployed in the lesion. Physician used another device to complete the procedure. No patient injury reported. Evaluation summary: the first three distal stent segments had prematurely deployed. The red safety tab was present on the device. The device could not be loaded into a protective hoop due to the exposed distal stent segments. There was no detachment or damage evident along the shaft of the device.